Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a equipment failure and internal communication interruption. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the on-site inspection showed that the unit did alarm for the reported malfunction. However, after restarting the device was working normally. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.